Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient's mother stated she was awakened by the patient because they felt shaky and sick. She stated the cgm was displaying 9.2 mmol/l and when she checked the patient's bg with a meter, the meter was reading 2.6 mmol/l. The patient's mother provided the patient with apple juice and the patient felt better. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined.